Manufacturer narrative:
Manufacturer investigation conclusion: the patient remains ongoing with lvad support. A direct correlation between heartmate 3 lvas, and the reported events could not be conclusively established through this evaluation. The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of heartmate 3 lvas. This document also provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate left ventricular assist system (lvas) was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23-aug-2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). Approximate age of device: 51 days. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient was admitted to the hospital on (B)(6) 2018 with syncope and lower abdominal pain. A computed tomography scan revealed a right sided subcutaneous abdominal hematoma. The account noted the patient had previously been on lovenox for bridging. The patient received 1 unit of packed red blood cells within a 24 hour period. Per the account, the patient was discharged with no sequelae from the event. The patient was prescribed anticoagulants aspirin and warfarin at the time of the event. No further information was reported.